Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this patient underwent a revision procedure and the patient's svc coil was removed from service due to out of range impedance measurements. Once the svc were taken out of equation, the impedances were normal. The lead was surgically capped and abandoned. No further complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise the shock channel. There was some also noise on the right atrial (ra) lead which was a competitor's product. The noise was not being marked by the device. New information has been received that this lead is now exhibiting high out of range shock impedance measurements. The out of range measurements are able to be reproduced with the patient lifting their arms above their head. Boston scientific technical services (ts) discussed findings and possible reasons. An x-ray was performed and there was no evidence of a lead fracture noted. The patient was taken to the lab to try and implant a new lead; however, this was not successful. The physician decided to take no further steps at this time. No further complications have been reported. This product remains in-service at this time.